Manufacturer narrative:
A complete lead was returned in one piece. The reported event of inadequate capture threshold was not confirmed but stylet difficult to insert and helix failure to retract were confirmed. The cause of stylet difficult to insert was due to over-torque inner coil. The cause of helix failure to retract was isolated to the helix clogged with blood and over-torque of the inner coil. No conductor fractures or internal shorts were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a procedure. During the procedure, the right ventricle lead exhibited high capture thresholds. Repositioning of the lead was attempted. The stylet was inserted to the lead with significant resistance. Repositioning could not be done as the helix did not retract. The right ventricle lead was explanted and replaced on (B)(6) 2020. The patient was stable before, during, and after the procedure.